Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise reversion episodes and oversensing. On (B)(6) 2016 the lead was successfully capped and replaced. The patient was in stable condition throughout and post surgery.